Event description:
During laparoscopic sleeve gastrectomy, according to surgeon devices "misfired;" he states make sure patient is not charged for these and let sales rep know about incident and let me know why they misfired." He also wanted the gia staple gun to go as well. Supplies taken to materials management in sealed plastic bio bag.